Manufacturer narrative:
It was reported that during procedure there was difficulty while attempting to cross the septum to the left atrium. Also reported that the tip was noted to be bifurcated and split upon removing sheath from patient anatomy. The dilator and sheath were returned to abbott and the investigation found that there was a split noted at the tip of the dilator. No other anomalies were found. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the investigation findings, the dilator tip separation issue appears to be related to a potential product quality issue; therefore, an exception was initiated to further investigate this complaint. The primary root cause was related to the potential for medium density polyethylene and pebax to not homogeneously blend during melt processing. This potential relating to the material characteristics of the resin mix is the root cause of both the noted cracking and tearing.

Event description:
N/a.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
(B)(6) - veritas, patient site ID: (B)(6) (B)(4). It was reported that on (B)(6) 2025, a 25mm amplatzer amulet 2 was chosen for implant with a 14f amplatzer amulet delivery sheath. During procedure, it was noted there was difficulty while attempting to cross the septum to the left atrium. The 14f amplatzer amulet delivery sheath was removed from patient anatomy and the sheath tip was bifurcated and split. It was reported the delivery system did make contact with the guidewire before the split was noticed. A decision was made to replace the delivery sheath with a second new 14f amplatzer amulet delivery sheath to continue the procedure. After successful implant of the 25mm amplatzer amulet 2, the patient became "profusely hypotensive" after administration of protamine. Brief cardiopulmonary resuscitation (CPR) and norepinephrine was administered and patient responded well. It was reported there was a 10 minute delay in the procedure was not considered clinically significant. Patient was transferred to intensive care unit (ICU) for monitoring.